Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2013, follow up imaging identified a type ii endoleak with no evidence of aneurysm growth. On (B)(6) 2015, follow-up imaging identified aneurysm growth (amount unknown) from the persistent type ii endoleak. On (B)(6) 2015, angiography was performed, which showed aneurysm enlargement of 4 mm due to the persistent type ii endoleak. The same day, bilateral iliolumbar vessels were coil embolized for treatment of the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include levothyroid, zocor, fluoxetine, metoprolol, diovan, linzess, tamsulosin, avodart, aspirin, senokot, tramadol, and morphine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc181200/10572433.